Manufacturer narrative:
H6: 4756-(appropriate term/code not available): nebulizer additional information: d4; h6 correction: h10 the complaint investigation was performed based on the content of the issue reported. The device history record for lot 447757 was reviewed and the product was produced according to product specifications. The actual complaint product was not available for return, additionally, no photo images or video of the reported issue were provided; therefore, the complaint was unable to be confirmed, and no root cause was identified. All information reasonably known as of 06 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
FDA user facility mw report (B)(4) reported, sometime in may 2024, the miniheart hi-flo compressor nebulizer system(s) did not nebulize; the device was approximately 1 day old. There was no reported injury.

Manufacturer narrative:
4756-(appropriate term/code not available): nebulizer. The actual complaint product was not returned for evaluation. A review of the device history record is in progress. All information reasonably known as of 03 sep 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4) compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
FDA user facility mw report mw (B)(4) reported, sometime in (B)(6) 2024, the miniheart hi-flo compressor nebulizer system(s) did not nebulize; the device was approximately 1 day old. There was no reported injury.